Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm during the manual prime. Customer stated that insulin was squirting out and the drive support cap was noted to be sticking out. Customer stated that they ate breakfast just prior to the alarm and realized she did not have enough insulin to cover a bolus. Customer's blood glucose reading at the time of the call was 276 mg/dl. No further information reported.